Event description:
Litigation papers allege the following: after the surgery, patient began having pain and problems in her right hip area. Throughout the next several months, patients pain in her right hip continued to increase. She experienced difficulty walking, and had a catch in her right hip. On or about (B)(6) 2008, patient underwent a second surgery to replace the asr system. A second asr hip was implanted. After the surgery, patient began having pain and problems in her right hip area. Throughout the next several months, patients pain in her right hip continued to increase. She was unable to walk and experienced a catch in her right hip. On (B)(6) 2010, patients second asr hip transplant was removed. ***update (B)(6) 2012 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address loosening of the srom sleeve. Additionally, the hip was revised again on (B)(6) 2010 due to infection.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.